Manufacturer narrative:
The customer was unable to return the gliderite single-use stylet - small to verathon for evaluation, as the device had already been discarded at the facility. Because the device was not available for evaluation, the cause of the reported failure could not be determined; however, previous investigations have indicated that bending or reshaping the stylet may cause or contribute to stylet breakage. The customer reported the stylet was properly arced toward the patient's feet upon removal from the et tube. Since no lot information was provided, search for complaint history of the subject device lot was unable to be performed. Trending analysis for the gliderite single-use stylets does not identify any trends exceeding acceptable limits. Verathon has confirmed that the risk associated with this hazardous scenario is adequately captured and characterized in the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for any ongoing trends.

Event description:
A customer reported while emergently intubating a two-month-old patient, using a gliderite single-use stylet - small, the stylet broke in half during the attempted removal from the 3.5 mm endotrachial (et) tube after the patient was intubated. The et tube was removed and the patient was re-intubated. The incident caused a few minutes delay in patient care; however, no harm to the patient was reported. The customer confirmed that no broken pieces of the stylet fell into the patient.